Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found.most likely underlying root cause of malfunction:user had an inaccurate reference.(B)(4). Manufacturer contacted customer with follow up phone calls to know wheter or not symptoms persist; customer no longer experiencing symptoms.customer did not seek medical attention,however customer contacted the doctor as customer care rep. Adviced on the initial call;the doctor did not make any changes in the medication or treatment.

Event description:
Costumer reported complaint high blood glucose test results. The customer is concerned with tests results from results obtained of 242mg/dl. The customer's expected fasting blood glucose test result range is 120 to 140mg/dl. The customer reported symptoms of feeling lightheaded and trouble focusing on vision. Customer advice to seek medical attention. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test results of 242mg/dl.the test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: undisclosed.